Manufacturer narrative:
Concomitant medical products: product ID: d121 ICD, implant date: (B)(6) 2021; product ID: 0138 lead, implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection, fever, chills, pocket redness and drainage had developed. The right ventricular (rv) lead and right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.